Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 31-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen 2600 mcg/ml with an unknown total dose, morphine with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and clonidine with an unknown dose and concentration via an implantable pump for intractable spasticity and post spinal cord injury. It was reported there was a pump pocket infection/pump pocket was infected. It was noted there was no issue with pump or catheter. The pocket site was opened up and was infected. The patient was sick and lost more weight causing the 40cc pump to bulge more than it should and the pocket became infected and pocket site dehisced. No troubleshooting was done as the patient had good pain relief. The patient was placed on antibiotics. Surgical intervention did occur as the pump and catheter were explanted/replaced on (B)(6) 2019 in a new pocket. The pump and catheter were discarded and will not be returned. It was noted that the issue was resolved at time of report and the patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6) 2019. No further complications were reported/anticipated.